Manufacturer narrative:
Per tandem's user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer experienced an elevated blood glucose level; value was unknown. A bolus was delivered to address bg level. During troubleshooting, it was verified that the cartridge and infusion set were in use for five days. A supply change was performed to address the issue.